Event description:
It was reported that a pt underwent a hernia repair procedure on an unk date. The pt experienced a hernia recurrence on an unk date within the past 2-3 years. No further info is available.

Manufacturer narrative:
(B)(4): conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.